Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noisy signals and had low impedance measurements. An insulation break was suspected. This rv lead has been surgically abandoned and replaced with another lead. No adverse patient effects reported.